Event description:
During a heart catheterization with intervention the verrata pressure guide wire was inserted into the body, but a waveform never appeared, so they took it out of the body and opened a different pressure wire, and the second one worked. Staff feels it was a product error, likely a defective pressure sensor. Rep has been notified.